Event description:
It was reported that this patient was implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system between the serratus anterior and latissimus dorsi muscles, and this electrode placed at the left sternal margin. System impedance was 115 ohms. No shock was provided by 50 hz bursts at 3 seconds or 5 seconds however ventricular fibrillation (vf) was induced at 10 seconds. A 65 joule shock did not terminate the arrhythmia, and an 80 joule shock was also ineffective. Then, a 270 joule external defibrillation shock was administered which did not terminate the arrhythmia. This patients heart was eventually stopped after more than 10 additional external defibrillation attempts. Cardiopulmonary resuscitation (CPR) was performed during this time and after cardiac arrest, an a-line and v-line were secured in their groin and this patient was intubated for respiratory management. The physician determined that this patients physical condition had reached its limit and given the unsanitary conditions during resuscitation this s-ICD system was removed, the incision closed, and this patient was returned to the intensive care unit. The decision regarding re-implantation will be reconsidered based on this patients subsequent condition. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.